Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the pt suffered chronic pelvic and vaginal area pain as painful intercourse, vaginal infections, vaginal discharge and continued urinary incontinence. In addition to plaintiff's physical pain and discomfort, pt suffered psychologically and emotionally.